Event description:
A patient reported on (B)(6) 2016 stating that they had the implantable neurostimulator (ins) for pain down their right leg. They had a total right knee implant in (B)(6) 2013, and they turned stimulation off afterwards noting that the ins caused agitation around their right knee. The patient was wanting to have a magnetic resonance imaging (MRI) that was unrelated to the device or therapy. The indication for use was radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a manufacturer representative (rep) tried to change the settings but the stimulation stayed at the patient's knee down to the ankle. The agitation issue resolved when the patient shut off their ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.